Manufacturer narrative:
Testing of actual/suspected device: (10/213): a getinge field service engineer (fse) was dispatched to evaluate this unit and was not able to verify the reported issue. The fse the power supply in the machine was replaced to resolve the issue. After replacement, the fse checked charging indicator for 1 hour and it was working ok. Charging indicator was blinking during charging state and latter, when battery was fully charged, the charging indicator stopped blinking and it remained steady. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) battery charging indicator was not working. There was no patient involvement, and no adverse event reported.